Event description:
Customer reported issues with the insulin pump. Customer states that she received a no delivery alarm during manual prime. The blood glucose reading is 238 mg/dl. After troubleshooting it was discovered that the insulin pump is working as designed. Furthermore, customer mentioned that the insulin pump has cracks. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, a broken reservoir tube lip, and a cracked reservoir tube.